Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 5 years of support, the patient felt "vibrations" in the chest and reported being dehydrated. The patient was instructed to drink fluids and have labs drawn. The lvad parameters were reportedly stable. The patient drank some water and the "vibrations" stopped. Lab work showed an increase in the patient's lactate dehydrogenase (ldh) level to over 1800 u/l, the creatinine and total bilirubin levels also increased to roughly 2 times normal, and the inr was elevated at 4.1. The patient was also having dark urine. The patient was admitted and started on heparin and intravenous fluids. An echocardiogram reportedly showed abnormal lvad function in that the aortic valve was not closing and there was minimal diastolic flow; however, the left ventricle was able to decompress with an increase in pump power occurred. A good view of the cannulae was not able to be obtained. The pump was subsequently exchanged on 08/26/2016. No further information was provided.

Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned device. Upon disassembly, depositions were found present on one of the three rotor blades. The depositions lacked lamination and did not appear to have originated from this location; however, their specific origins and a duration of time in which they were present in the pump could not be conclusively determined. Examination of the remaining pump blood-contacting surfaces revealed no further depositions. If the observed depositions were present while the pump was operating, they could have contributed to the reported elevation in the patient's lactate dehydrogenase level and clinical signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.